Event description:
The customer reported being hospitalized due to high blood glucose of 945mg/dl. The customer stated that the events leading to her admission was double vision and wobble walk. The customer mentioned that she was not getting no delivery alarms and the insulin pump was acting strange for over a week. The caller did prime her insulin pump, but she was not getting any insulin and the device did not alarm. The customer did not feel comfortable and requested the device be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.